Manufacturer narrative:
It was inadvertently reported that the event occurred on (B)(6) 2012. However, the event occurred on (B)(6) 2013. A visual examination of the returned device found that the stent was fully mounted onto the device. There were no issues noted with the profile of the device. During a functional analysis, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. There were no issues noted with the profile of the inner lumen or deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label as the device was used after the expiration date. Therefore, the most probable root cause classification is user/use error.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of biliary obstruction. The patient's anatomy was dilated prior to the procedure. No visible issues were noted to the device. During the procedure, the stent was attempted to be deployed within the target lesion. However, due to the tight lesion, it could not be fully released. Subsequently, the partially deployed stent was removed from the patient and the procedure could not be completed due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of biliary obstruction. The patient's anatomy was dilated prior to the procedure. No visible issues were noted to the device. During the procedure, the stent was attempted to be deployed within the target lesion. However, due to the tight lesion, it could not be fully released. Subsequently, the partially deployed stent was removed from the patient and the procedure could not be completed due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was attempted to be implanted within the common bile duct of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of biliary obstruction. The patient's anatomy was dilated prior to the procedure. No visible issues were noted to the device. During the procedure, the stent was attempted to be deployed within the target lesion. However, due to the tight lesion, it could not be fully released. Subsequently, the partially deployed stent was removed from the patient and the procedure could not be completed due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.